Manufacturer narrative:
An event of device deformity during implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. Information from field indicated that there was no interaction with cardiac structures and no bends or kinks in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device deformity during implant was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. As per inspection procedure, 380247-001, revision t the minimum recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f. A 7f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During procedure, the occluder was fine before release but during release process the occluder had a cobra deformation. The device was removed via transcatheter snare. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 10mm amplatzer septal occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During procedure, the occluder was fine before release but during release process the occluder had a cobra deformation. The device was removed via transcatheter snare. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 10mm amplatzer septal occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was reported stable. No additional information was provided.